Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with vancomycin 1 gram every seventh day intraperitoneally (duration not reported) and novapime injection 1 gram once daily intraperitoneally (duration not reported) for the peritonitis event. Dianeal therapy was ongoing. At the time of this report, antibiotic therapy was reported to be ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time.